Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional h6 patient codes: 3189 - surgical intervention. Additional information: a2,b2, d1,d2,d4. Additional b5 narrative: it was reported that following the procedure the patient experienced hernia recurrence and abdominal pain. It was reported that the patient had a revision surgery on (B)(6) 2013, due to hernia recurrence and adhesion. It was reported that the patient had another revision surgery on (B)(6) 2013, due to hernia recurrence, adhesion, and pain. Mwr-04082020-0000777179, submitted for adverse event which occurred on (B)(6) 2013. Mwr-04082020-0000777197, submitted for adverse event which occurred on (B)(6) 2013.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced adhesion following the procedure. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in a separate files. No additional information was provided.